Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was experiencing high and low cgm readings with no reported symptoms. The patient reported no specific values but remembered the cgm readings fluctuating at the time of the event. The patient did not have a bg meter available at this time to check for any comparison values. The patient was taken to the hospital by an ambulance, but could not recall who called 911. At the hospital, the patient was diagnosed with dka. No specific bg/cgm values were provided. The patient was treated with unspecified IV fluids and insulin. The patient was discharged home after one day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.